Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a black tube stuck inside the forceps port. Additional evaluation findings were as follows: the forceps port was damaged, the angulation was out of specification and had play in the knob, the plastic distal end cover had scratches, and the bending section cover adhesive had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had foreign material stuck inside the port. The issue was found during a diagnostic procedure. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.